Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the reason for the call was the patient reported that their ins was not working properly. The patient stated that last week, they just had an incredible shocking that was out of the blue, then mentioned that they already had their therapy turned off. The patient added that they were in incredible pain and that the issue started just a couple weeks ago within the month of december. The patient also requested to have a rep check their ins for them, and the agent redirected them to their doctor and reviewed role of rep. The agent also sent an email to the field for visibility as patient requested.